Event description:
The customer reported to philips healthcare that the heartstart xl was not getting charged. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.